Manufacturer narrative:
A visual examination of the suspect device could not be performed as the complainant indicated that the device remained implanted inside the patient. A review of the device history record (DHR) could not be performed as the lot number was not provided. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted, no definitive root cause could be determined.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used to treat a malignant tumor in the bronchus during a stent placement procedure in 2009. According to the complainant, two stents were implanted in the patient, one within the other, in 2009. On (B)(6), 2011, the patient presented with a bad cough. Upon examination, the physician found that one of the stents may have fractured or it may have been the suture that he was visualizing. The physician is planning to re-examine the patient to confirm the stent issue and no further treatment was provided at this time. The patient was reported to be fine post procedure.